Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.116¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210810-0028) was last used on 22-jan-2022 during a procedure with system sk3200. The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received and reviewed by the regulatory post market surveillance (rpms) specialist. The image confirmed that the harmonic ace instrument blade was detached. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument could not be identified. The customer removed the harmonic ace instrument for examination and then the cutting head broke off. No fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the harmonic ace instrument blade broke off and fell inside the patient during the procedure. The customer confirmed that the fragment was completely removed from the patient.